Event description:
It was reported the patient had surgery to revise their neurostimulator. Initially, the patient needed an MRI due to a brain injury from a car accident. The physician suspected the lead may have been broken from the accident. The patient had multiple diagnostic tests, such as a CT scan, but cannot recall if the physician looked at operating room said anything about the condition of the lead. The patient planned to have a device revision, but they wanted to have the MRI before that. The patient had their device in hibernation mode, and the remote control did not connect. The patient was advised they would need to charge their implant to get the remote to connect and do an MRI readiness check to determine the safety of their device. There were no reports from the physician about a broken or fractured lead. The tined lead was not revised, the patient's symptoms were fine, and they only did the ins swap. The patient is doing great.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had surgery to revise their neurostimulator. Initially, the patient needed an MRI due to a brain injury from a car accident. The physician suspected the lead may have been broken from the accident. The patient had multiple diagnostic tests, such as a CT scan, but cannot recall if the physician looked at or said anything about the condition of the lead. The patient planned to have a device revision, but they wanted to have the MRI before that. The patient had their device in hibernation mode, and the remote control did not connect. The patient was advised they would need to charge their implant to get the remote to connect and do an MRI readiness check to determine the safety of their device. There were no reports from the physician about a broken or fractured lead. The tined lead was not revised, the patient's symptoms were fine, and they only did the ins swap. The patient is doing great.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.